Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a total hysterectomy using the davinci system, . The tip broke off of the instrument. The tip was retrieved and there were no patient consequences reported. The device will not be returned for analysis.